Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the verbatim, the probable root cause for the patient blood bleed back out of the cannula could be due to valve issue. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter cannula during the flush. The following information was provided by the initial reporter: "16g bd venflon cannula inserted at beginning of case and used. When flushed at end of case malfunction of the one way valve on top of meaning that patient blood started to bleed back out of the cannula. Details of injury (to patient, carer or healthcare professional): no injury removal of cannulas with same batch number from clinical use"